Event description:
Additional information was received. An endurant ii aui stent graft system was implanted to resolve the proximal type I endoleak.

Manufacturer narrative:
(B)(4). Evaluation methods/results: inherent risk of procedure (migration; endoleak), patient¿s condition affected effectiveness of device (disease progression with angulated proximal neck). Evaluation conclusions: known inherent risk of a procedure (migration; endoleak), device failure related to patient condition (disease progression with angulated proximal neck) . (B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that follow-up imaging done five years post-implant revealed a migration of the bifurcate and cuff with a proximal type I endoleak. No additional clinical sequelae were reported, and the patient is being monitored. A review of returned films 5-years post-implant revealed that the stent graft was in the aneurysm sac, and there was a proximal type I endoleak. The neck was angulated approximately 70 degrees (r-l), and was short and conical. The aorta has shrunk around the aneurx stent graft system; the aorta above the bifurcate measures 4 cm maximum. Earlier post-implant images were not provided; however, the likely cause of the migration appears to be due to disease progression from the angulated neck.